Event description:
Caller reported intermittent occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose. The customer resolved the issue by reloading the same cartridge and resuming insulin, although previous occlusion events were resolved differently. Additional assistance was requested due to frequent occlusion issues.